Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient tested for potassium (k) on a cobas 6000 c (501) module. The initial k result was 6.25 mmol/l with a data flag. The sample was auto-repeated with a result of 6.31 mmol/l with a data flag. A result of 6.3 mmol/l was reported outside of the laboratory. The patient went to a different hospital to get re-tested and the k result was 4 mmol/l. The customer repeated the sample on the c501 module in question after replacing the electrodes, running calibration, qc and ise checks and the result was 5.40 mmol/l. The customer also ran the sample on a different analyzer at another site for troubleshooting purposes and the k results were 6.54 mmol/l with a data flag and 6.51 mmol/l with a data flag. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The customer is unable to provide any additional information. The investigation did not identify a product problem. The cause of the event could not be determined.